Event description:
Subsequent to the initial MDR, additional information was received on 7/21/2023. It was reported that signal loss occurred. A review of the share logs was performed, and a loss of connection was not found within the investigation window. The patient experienced less than 1 hour of signal loss on the event date. Of note, the patient was using dual display and some of alerts on the event date was sent to receiver. Data investigation could not confirm a loss of connection as the reported allegation was not found. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. The patient reported that he was having constant signal loss even though the receiver was within inches away from the sensor or transmitter. On the day of the event the patient was not receiving cgm readings and lost consciousness. His family (wife and son) called the fire department and when they arrived, they took a bg reading which was 30 mg/dl. When the patient gained consciousness, he was treated with juice and peanut butter. At the time of the report the patient was feeling good. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.